Event description:
A 6060 set disconnected at the filter and before patient access during 3-in-1 tpn in lipids infusion. Per the reporter, the set appeared severed at the filter-tubing junction. No patient injury resulted.